Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure while removing the catheter the blade got off track and cut off the handle portion of the catheter. The physician had to create his own tab to attach the slitter. No patient complications have been reported as a result of this event.